Event description:
Jackson pratt (jp) drain torn when pt moving in bed. The jp drain fell out of the drain exit site and was clearly shorter than expected. Imaging showed evidence of a large fragment of retained drain. Pt underwent wound reexploration and removal of retained drain in 2000. Jp drain discarded.